Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received inaccurate fill estimates displayed on the insulin gauge. Reportedly, the insulin gauge displayed a value of 480 units and then decreased to a value of 0 units. There was no reported adverse impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow up with the customer; however, all were unsuccessful.